Event description:
It was reported safe state occurred. At a routine refill appointment the logs indicated that the pump went into safe state/minimum rate on (B)(6) 2012. The family indicated that no alarms were heard, patient was not exposed to electromagnetic interference but patient had been "moaning more in pain" for "approximately the last month." It was also noted that the patient had "severe alzheimer's/dementia." The family did not know where the patient was on the date the safe state occurred, but indicated that she is "mostly bedridden." It was initially reported that no withdrawal symptoms occurred. It was later reported that the patient experienced "increase pain as well as withdrawal symptoms," although no specific symptoms were reported. It was also noted the device was programmed "back" to simple continuous mode, the cause of safe state was unknown. Patient outcome was reported as "doing well." The device system was used to infuse fentanyl and clonidine. No further information was reported.

Manufacturer narrative:
Concomitant medical products:catheter: model 8711, lot# l79094, implanted: (B)(6) 2000. (B)(4).